Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level at time of incident was 580 mg/dl. The customer¿s other blood glucose levels were 478 mg/dl. The customer was treated with insulin pump. The customer also reported events such as nausea, difficulty breathing and thirsty. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Based on customer¿s report customer did not allege insulin pump was under delivering. The customer also reports that the displacement test passed. The insulin pump and the reservoir will not be returned for analysis.